Event description:
A malfunction on the pump was reported by the caller, occurring after administering a bolus when the pump began making a clicking sound. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions on how to proceed if the issue recurred, allowing the customer to continue using the pump without further incident.